Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The t:slim g4 pump user guide states: if you start to set a temp rate alert, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer navigated to the bolus request screen and did not exit. Additionally, it was reported that the customer received an incomplete temporary basal rate alert. The customer reportedly selected the temp rate feature in error from the pump screen menu. The customer's blood glucose (bg) level was 279 mg/dl. Tandem technical support (cts) educated the customer regarding both of the alerts. Although requested, no additional information was provided from the customer.